Event description:
It was reported that the customer was hospitalized for low blood glucose and insulin reaction. It was reported that the customer was passed out prior to the hospitalization. Troubleshooting was performed at the time of call. All the settings were accurate on the insulin pump. Nothing further reported at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.